Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Per pump history, tandem technical support identified customer inadvertently delivered two boluses prior to the event. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.